Manufacturer narrative:
It is not clear which of the screws malfunctioned. Hence details of both the screws used in the procedure are provided below. Product: 55840007545 , lot no: h5526785 510(k) no:k113174 upn:00643169004344 quantity : 4. Product: 55840007540 , lot no: h5525816 510(k) no:k113174 upn:00643169004337 quantity : 2. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics:patient clinical ID (B)(6) ; gender female; baseline age: (B)(6) years; baseline patient weight:(B)(6) kg; race:white; ethnicity not hispanic or latino medical history:previous lumbar surgery 1: date of surgery:(B)(6) 2017 type of spinal surgery: disectomy levels(s): l2/l3 details: microlumbar disectomy primary diagnostic indication all other diagnostic indications: stenosis with documented pre_operative instability please indicate the number of consecutive levels (from l2-s1) the subject will have treated: 2 levels date of implant: (B)(6) 2019 it was reported that on (B)(6) 2019, post-op, the patient had nausea. Onset date: (B)(6) 2019 outcome date: (B)(6) 2019 outcome status: resolved site seriousness assessment: sae: n uade:n site related assessment: interbody fusion device:not related plf grafting material other:not related posterior fixation device:not related surgical construct and/or study procedure :other: related surgical procedure :procedure:probable update received on (B)(6) 2019: sponsor assessment: usade/uade assessment- no seriousness assessment- non-serious sade- not applicable update received on (B)(6) 2019 : usade/uade assessment- no seriousness assessment- non-serious sade- not applicable current relatedness assessment: infuse kit :not related interbody device :not related mgs kit: not related multiaxial screws: not related procedure: probable rods: not related set screws: not related surgical procedure: probable update received on: (B)(6) 2019: subject initials are not collected in this study. The only concomitant medications collected are pain medications. Visit on (B)(6) -2019: pain medications used in last 7 day: ibuprofen (motrin, advil), naproxen (aleve), aspirin, or acetaminophen (tylenol)): 1-2 days in a week. Celebrex or gabapentinoids (neurontin or lyrica)): often (nearly every day, 6-7 days a week) visit on (B)(6) 2019 : concomitant medications: in last 7 days? (E.g., celebrex or gabapentinoids, neurontin or lyrica, tylenol 3, darvocet, darvon, vicodin, lorcet, or norco) (nearly every day, 6-7 days a week. Past medical history [pulmonary embolism; hypothyroidism; bilateral hip replacement - 2011; congenital spondylolisthesis; right carpal tunnel surgery - (B)(6) 2019 ; left knee replacement - 2013; bilateral knee osteoarthritis; possible gout; possible fibromyalgia; chronic low back pain; bilateral lower extremity pain (right >left); vertigo; anxiety and depression; ckd3; l2/l3 microlumbar discectomy on (B)(6) 2017 ] date of surgery: (B)(6) 2019 ; target levels: l4-l5 <(>&<)> l5-s1 primary diagnostic indication: instability up to and including grade 2 spondylolisthesis, retrolisthesis or lateral listhesis); all other diagnostic indications: stenosis with documented pre-operative instability. Surgical drain was used. Fibrin sealant, fat graft was used as part of the study procedure. Post-op nausea was resolved on 08 may 2019 barrier used: duraseal at left l5 root central dura; tlif at l5/s1] possible left l5 lle (left lower extremity) radiculopathy total estimated blood loss: 300 ml. Update received on (B)(6) 2019: procedure date: (B)(6) 2019 describe the additional surgical procedure: laminectomy with posteriolateral fusion at l2-l4 and microlumbardiscectomy at l2-l3 levels involved in additional surgical procedure: l2/l3, l3/l4 specify the relatedness of the additional surgical procedure to surgical construct and/or the study procedure: not related update received on 17 aug 2020: pregnant since last visit 12_months: has the subject become pregnant since last visit: no; date of visit: (B)(6) 2020 sponsor assessment: usade/uade assessment: no dd have led to sade: not applicable (B)(6) 2020 : additional information received states that adverse event document numbers associated with additional surgery: document number: (B)(4) subevent number: 5 describe the additional surgical procedure: c2-3 down to including c7-t1 decomprassion via c3-7 laminectomy levels involved in additional surgical procedure: non-target/non-lumbar level specify the relatedness of the additional surgical procedure to surgical construct and/or the study procedure: not related (B)(6) 2020 : usade/uade assessment: no additional information received states that adverse event document numbers associated with additional surgery: document number: (B)(4) subevent number: 8 procedure date: 2020-09-15 describe the additional surgical procedure: incision and drainage posterior cervical spiine with placement of wound vac levels involved in additional surgical procedure: non-target/non-lumbar level specify the relatedness of the additional surgical procedure to surgical construct and/or the study procedure: not related (B)(6) 2020 : additional surgical intervention was due to cervical spondylotic myelopathy, which is ae document # (B)(4) , subevent # 5. Subject presented to the office with symptoms of upper extremity numbness and tingling, neck pain, and hyperreflexia upon neurological examination. Cervical MRI demonstrates cervical cord myelomalacia at c3, c4-5, and c6-7., multilevel congenital cervical stenosis, multilevel signigicant facet spondylosis. Assessed as not related to surgical construct and/or study procedure. Outcome reported as resolved with resolution date (B)(6) 2020 . The site did not report using infuse. Assessed as not related to surgical construct and/or study procedure. C2-3 down to including c7-t1 decomprassion via c3-7 laminectomy. Assessed as not related to surgical construct and/or study procedure. Reporter assessment for the c2-3 down to including c7-t1 decompression via c3-7 laminectomy. Reporter assessment = not related to surgical construct and/or study procedure updated information received on (B)(6) 2021 : medical image review comments - 12 months (B)(4) no graft at l4-l5. R/l interbody bone obscured by bone; sup/inf lucent lines not seen with this graft type; fusion now to l2 and l3 with r l3 and bil l4 screw fx by CT; loose l2/s1 screws. Relevant patient medical history, including pre-existing conditions, previous surgeries, etc: pulmonary embolism; hypothyroidism; bilateral hip replacement - 2011; congenital spondylolisthesis; right carpal tunnel surgery -(B)(6) 2019 ; left knee replacement - 2013; bilateral knee osteoarthritis; possible gout; possible fibromyalgia; chronic low back pain; bilateral lower extremity pain (right >left).; vertigo; anxiety and depression;ckd3; (B)(6) 2017 discectomy l2/l3 microlumbar discectomy. Treatment provided: none reported patient outcome : pending.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update received: sponsor assessment: possible related to the procedure and not related to any device.